Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor speed was not stable. The spring seal was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was a lack of power during verification. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.